Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedures of cystourethroscopy, superapubic catheter placement, anterior/posterior colporrhaphy, vaginal perivaginal repair with mesh, and perineoplasty during mesh implantation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2005 due to erosion and pain.

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.